Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 6/20/00. On 7/17/00 pt sought medical treatment for infection at the piercing and was treated with antibiotics.